Event description:
Device history record was not reviewed as this is a known issue for which the root cause has been investigated as part of a CAPA. Corrective actions has been implemented from sn. Device history log review was no necessary because the root cause was known. Error 22 on the agilia connect range is a known issue for which CAPA was opened to reduce the occurrence of this error. The investigation into this error showed that it was mainly due to a faulty force sensor. The modification to this CAPA has been deployed with ccr (redesign of force sensor soldering agilia sp) on which the first sn with the modification. For all devices with a serial number lower than , if error 22 occurs, please replace the force sensor directly in the device. This complaint has been added to our trend for statistical monitoring. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal. Kabitrack record(s): CAPA.

Event description:
The following has been reported: pressure sensor not sensing, pressure sensor kit faulty. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.